Event description:
In 2007, a revision of the thoracolumbar fusion was performed due to painful hardware and pseudoarthrosis. The initial date of the hardware implantation is 2006. The surgeon placed infuse and master graft in the lateral gutters because there was no fusion.

Manufacturer narrative:
Evaluation pending.